Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and multiple no delivery alarms. The customer's blood glucose level at the time of incident was 419mg/dl. The customer states they treated with manual injection. The customer was advised the pump would be replaced and returned for analysis.